Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2 and not detected on bus. The field service engineer (fse) shut down the station, receded the cable, and rebooted the unit. After reboot, the customer was unable to log in due to no network access, which also prevented hardware test application (hta) testing. The customer would recheck the station once network connectivity was restored. Although, the fse confirmed the station issue was resolved, no additional testing could be performed due to the network outage. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top drawer failed and was not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.